Event description:
Problem happens repeatedly. Device is used to test blood glucose 6 times a day. Reporter states that device displays an erroneous error code, e7, when test strips are inserted. The test strips cost money and because of the error codes the reporter is using 8 strips per day which is a 25% cost increase. The increase in use of strips means co is able to sell more strips. Reporter has spoken with co which assured rptr that reporter's testing technique is satisfactory. In addition, according to the reporter co has also received numerous similar complaints. Reporter feels that if the FDA were aware of the numerous complaints that this device would not have been given its approval.